Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The reported device was not returned as there was no adverse event identified by the treating physician and the device was discarded per the hospital's procedures. While the results of the investigation are inconclusive, there was no evidence that the visual observation caused or contributed to an adverse event for this patient. (B)(4)

Event description:
A study core lab identified a type I perforation during an angiographic image review following a procedure with a diamondback coronary orbital atherectomy device. The procedure was completed with no adverse events or angiographic complications reported by the treating physician.